Manufacturer narrative:
The retained samples of the same lot and the involved sample have been inspected visually and tested electrically and thermally. All samples were found to perform within limits. No faults could be detected. The application site appears to not having been fully shaven as hair is present in and around the burnt area. An unsplit non-monitoring electrode was used. The use of a split electrode could have avoided the burn. We therefore conclude that a user error caused or contributed to this event.

Event description:
On september 11th, we have been informed by (B)(6) about a skin burn. At a hospital in (B)(6); a 2 hour total hip replacement procedure was performed. An electrosurgical generator (model bowa arc 3000) and a unmonitored dispersive electrode (model rs05) was used. The patient was lying in dorsal position. The electrode was placed on the left thigh. The skin was cleaned (shower before surgery), shaven and dried, not disinfected and no ointment was applied. Alarmed by a "sound like burning" during the procedure, two 3rd degree burns of "2cm each" were discovered underneath the electrode. The involved product shows a single burn mark of about 15mm x 5mm located at the long edge on the left side when viewed from the gel side, connecting tab up. In addition, hair is clearly visible in and next to the burnt area. The injury was nursed, (treatment of nursing), and no information of any medical information was provided. No further information on the power settings, and the treatment have been disclosed so far.